Manufacturer narrative:
Continuation of d10: axium instant detacher product ID ID-1-5 (lot: d079430);  axium prime framing coil 3d product ID fc-5-20-3d (lot 229980590); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two axium framing coils could not be detached. The patient was undergoing surgery for treatment of an unruptured, saccular, right internal carotid posterior communicating (ic-pc) artery aneurysm with a max diameter of 8 mm and a 4 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was mild/weak. No patient symptoms or complications were associated with this event. The fc-7-30-3d coil was delivered using an sl-10 (manual shape). After two attempts at repositioning, detachment was attempted using the instant detacher. The coil could not be detached on the first attempt. Two additional detachment attempts were performed, but detachment still did not occur. Forced detachment was then attempted, but it still did not detach. Therefore, the pusher and the entire coil were retrieved, and the entire coil was removed from the body. The physician made 3 attempts to detach the coil using the instant detacher and did not attempt detachment using another instant detacher. One manual detachment attempt was made via the hypotube. After retrieval of the fc-7-30-3d coil, embolization was performed using a competitor¿s 7¿mm coil, and then the fc-5-20-3d coil was inserted. After one repositioning, detachment was attempted with the instant detacher but could not be achieved. Detachment was attempted again with the detacher but still could not be achieved. Forced detachment was also attempted but was unsuccessful. The subject coil was ultimately retrieved using a snare. The physician made 2 attempts to detach the coil using the instant detacher and did not attempt detachment using another instant detacher. One manual detachment attempt was made via the hypotube. The instant de tacher was collected because it could not be removed when the two coils that had been submitted (fc-7-30-3d, fc-5-20-3d) were removed. The two coils could not be detached. Since the first coil could not be detached even with forced detachment, it was considered not to be a detacher malfunction, but the second coil could not be detached either, so it was collected. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that, "initially, a malfunction of the detacher was not suspected; however, because the same phenomenon continued to occur, it was considered most appropriate to retrieve the device assuming a possible detacher malfunction." It was defined that a snare was needed for the coil removal because, "it could not be ruled out that the device might break if retrieval was attempted in that condition, so a snare was used for retrieval." The causes or contributing factors for the non-detachment was, "a detacher issue was also suspected; however, since forced detachment could not be performed, it is considered that both factors may have contributed to the problem." Prior to coil non-detachment there was no issues encountered. There was no pushwire damage observed after removal.